Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image was projected. Additionally, cable flooding was observed. Based on the results of the investigation, it is likely that the following led to the malfunction: it is likely that the damaged cable was flooded, resulting in communication failure and loss of image quality. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head image did not transfer. There were no reports of patient harm.